Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) showed a remaining longevity of less than 6 months for more than a year. The patient was brought to have a change out but was cancelled as the device did not trip elective replacement indicator (eri) yet. A memory dump was requested for engineering analysis and showed no resets, fault codes or high current fault condition. Furthermore, ts discussed that since the battery voltage is at the eri voltage trip point, it can be expected that the device will reach eri with the next few days, if the battery voltage remains consistent. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.